Event description:
It was reported that a balloon rupture occurred. A 3.00 mm x 20.00 mm agent drug-coated balloon (dcb) was selected for treatment. During the initial inflation at 6 atm for 30 seconds, the balloon ruptured. The device was removed and the procedure was successfully completed with a another of same device. There were no patient complications, and the patient was in good condition after the procedure.